Event description:
It was reported intermittent occlusion alarms occurred. The customers blood glucose level was 300 mg/dl to displaying "high" with no other specific value. The customer addressed high blood glucose by giving correction dose through pump and then resolved issue by changing infusion set and cartridge before resuming insulin delivery. Ultimately, the customer reverted to manual dose injection.